Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on 02 june 2017 the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) that during the surgical intervention to replace the competitor ipg with the scs ipg, pairing could not be achieved. Troubleshooting was attempted to no avail. As a result, the physician decided to replace the ipg with competitor ipg.

Manufacturer narrative:
The the 3663 ipg was inadvertently reported to be exposed to monopolar electrocautery and was inadvertenlty tied to fsca CAPA with the incorrect device analysis codes in the initial report. The device analysis correct codes are reported in the additional report.

Event description:
Additional information received identified that therapy was restored.